Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0104002 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of an additional device required to retrieve the migrated stent. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Block h11: investigation results: boston scientific corporation could not confirm the reported event of stent migration. The device was not returned; therefore, product analysis could not be performed. However, stent migration is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history record review: a review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. Device technical analysis: the device was not returned; therefore, product analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of "stent migration, endoscopic procedure and additional device required" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent migration is noted within the IFU as a possible adverse event associated with the use of the device. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary plus rx fully covered stent was implanted to treat a bile duct stricture in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. Reportedly, the stent was found to have migrated further into the common bile duct (cbd) but was successfully removed with forceps and no re-stenting was required. There were no patient complications reported as a result of this event.